Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer's blood glucose was unknown. The drive support cap was protruded out of the insulin pump. The discontinuation of the device was advised. The customer stated that they had an old insulin pump that they would revert to until a replacement for the malfunctioning device arrived. Nothing further was reported.